Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 9 mg/dl to in the 20's mg/dl, causing customer to aspirate. The cause of bg level was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with fast-acting glucagon and intravenous fluids, and oxygen. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Data review by tandem technical support confirmed the pump was functioning as intended.